Event description:
A strip of clear plastic foil was observed coming from the distal end of the vista brite tip guide catheter. The piece of material was approximately 2.5cm long. There was no separation in the device. The anomaly was observed through the plastic packaging pouch. There were no damages to the device. The product was properly sealed upon receival. The product was no used. There were no other noted anomalies.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional info will be provided within 30 days of receipt.